Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Technical services (ts) discussed that this ICD has been implanted for over 10 years and suspected the device reached elective replacement indicator (eri). This ICD remains in service. No adverse patient effects were reported.